Event description:
During remote monitoring, high pacing impedance were observed on the left ventricular (lv) lead. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.